Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2007 to treat stress urinary incontinence, uterine prolapse, cystocele and rectocele with concurrent hysterectomy. It was also reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other injuries. It was further reported that patient underwent mesh revision/removal (lysis of sling) on (B)(6) 2011 due to obstructing sling, pain, stress urinary incontinence and nocturia. (B)(4).